Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and it was found that the dso seal was bubbled and the uso seal was buckling. The cause of the issue was that the dso seal was lifting off. The dso seal and uso seal were replaced. Service history identified that no previous repair has been noted in the last 12 months.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump has a bubbled/delaminated downstream occlusion (dso) sensor seal. The issue was discovered during testing. There was no patient involvement.